Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown: omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, on (B)(6) 2025, after an unspecified duration of pod wear on the abdomen, the patient¿s blood glucose levels decreased to approximately 49 mg/dl. The patient reported symptoms including fainting and vomiting, which did not improve despite self-administering juice and glucose tablets, prompting his spouse to contact emergency services (911). The patient was transported to the hospital where he was diagnosed with low blood glucose, dehydration, and a stomach virus. He was treated with intravenous fluids and remained hospitalized for approximately 12-15 hours, with discharge occurring the same day.